Event description:
In 2007, it was reported to boston scientific corporation that a male patient was successfully treated with a prolieve thermodilitation kit two months later, as part of a study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the patient experienced the following anticipated symptoms following his treatment with prolieve: first, hematuria detected through a laboratory evaluation the following month. The event was termed mild, no treatment given and the symptom resolved three months later. Secondly, weak urinary flow, termed moderate. Unknown treatment was given and the symptom resolved on the same day. The patient continues to be an enrolled subject in this study, which entails a 5-year follow-up.

Manufacturer narrative:
The upn and lot number are unknown; consequently, the manufacture and expiration dates are unknown. (Unknown) weak urinary flow the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.